Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare / kendall that a customer experienced a problem with the saliva enjectors. The customer reports that the blue tip detached from the ejector in the airway of a patient.